Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information. The device history record (DHR) review was completed and there was no nonconformance found related to this event. This was determined to be reportable per edwards lifesciences procedures.